Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) (nurse) is calling because customer is in the hospital due to dka. Inquired what led up to the complaint. Customer response: customer has been receiving a lot of no delivery alarms she was able to go into the history of the customers pump and he has a lot of the no delivery alarms. It has been happening since (B)(6) cust stated he took off the set and replaced it and this fixed the problem. Nurse thinks there is something wrong with the pump. Hospitalization details: nature of treatment. Findings: ER. Time and date of hospitalization: (B)(6), 12:50am. Bg value when admitted to hospital: 499. Name of hospital: (B)(6) hospital. Name of patient/individual reporting: (B)(6)). Description of complaint: coughing up blood had high bg, nausea vomiting, nose bleed, blood in stool. Any significant events leading to hospitalization: no. Cause of hospitalization per hcp: dka. Document the outcome of the hospitalization: IV, fluids, electrolyte replacement , insulin IV. Was customer wearing the pump at time of hospitalization? Yes. This is a past event. (B )(6) checked the drive support cap and it is normal slightly indented. Customer's outcome pertaining to the complaint: customer is currently in the hospital, nurse wanted me to fill out the form for the recall even though they only have one set. Informed her that I can do it but once he gets home he would need to fill out the form again and send it to us asap. Set he was using is part of the recall. Per supervisor, go ahead an replace the pump because the nurse is really concerned about the cust . Additional notes: (B)(6) (nurse) ran a self test on the pump and it passed. Nurse also stated cust has been in the hospital due to dka on (B)(6), as for the (B)(6), cust treated his high bg by manually injecting and going to the ER, nurse does not know bg at the time. As for (B)(6), bg was 789 wht 190. Also treated with manual injecting. Initial notes: 1 inquired what led up to the complaint. Customer response: 1 high bg t/s per (B)(4). Patient's bg at time of incident: does not know mg/dl. Patient's current bg: 353 mg/dl. Customer reports the following symptoms related to their high bgs: cust is tired but he is in the hospital. Question - does customer feel okay to troubleshoot? Response: nurse is t/s. Question - does customer have a back-up plan available? Response: manual injections. Inquired if, and how, customer treated for high bgs. Found: manual injections. Customer reports they have not contacted their hcp regarding the high bgs. Item - 'explain the 2 high bg rule' reason not completed - nurse has explained to the customer. Customer was in ER as a result of high bgs. Hospitalization details: nature of treatment. Findings: ER. Time and date of hospitalization: (B)(6), 3:42am. Bg value when admitted to hospital: 789. Name of hospital: (B)(6) hospital . Name of patient/individual reporting: (B)(6) (nurse). Description of complaint: nausea , vomiting. Any significant events leading to hospitalization: no. Cause of hospitalization per hcp: dka. Document the outcome of the hospitalization: hospitalization: IV, fluids, electrolyte replacement , insulin IV. Was customer wearing the pump at time of hospitalization? Yes. Recent high bg event began: (B)(6). Inf was last changed: (B)(6). Adv customer go to record for full text.

Event description:
This information belongs with event on 26-sep-2017, case (B)(4).

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The correct information has been provided with this report.